Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the migration of device component and patient-device interaction problems, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model rf400j filter allegedly experienced migration of device component and patient-device interaction problems. This report was received from one source. The device was used in the patient, a (B)(6) year-old female with no patient injury. The patient's weight was not provided.